Event description:
It was reported that the doctor was confused about the MRI guidelines and labelling.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).